Manufacturer narrative:
Additional info/corrected data: in review of the file, it was found that this event reported is a duplicate of previously reported event, under complaint (B)(4), and manufacturing report number: 9614546-2017-00221. Therefore, no further information will be submitted under this file. All pertinent information was submitted under complaint (B)(4) and manufacturing report number 9614546-2017-00221. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was not implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) had lathe marks on the optic area. The event was noticed during handling but prior to insertion. No patient contact. No additional information was provided to abbott medical optics.